Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injections of vancotroy (2 gm, stat, intraperitoneally (ip)) and gentamycin (20 mg, once daily for 21 days, ip). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report, the patient had recovered from this peritonitis event. No additional information is available.